Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that both episodes of undersensing and oversensing were observed from the right ventricular (rv) lead due dislodgment. The physician attempted to reposition the lead, but noted fibrotic tissue around the lead near the clavicle which made the repositioning extremely difficult. The physician elected to explant and implant a new rv lead to resolve the event. The patient was stable with no additional adverse consequences. The rv lead was subsequently returned for analysis.